Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two varipulse¿ bi-directional catheter¿s and observed that the loop was unable to expand from the most contracted position possible. During the first procedure, after replacing the trupulse console, electrode 5 and electrode 7 showed high voltage when going on ablation. The ablation was cut off and they noticed that the catheter would only deflect towards one direction. The cable was replaced with no resolution. When the catheter was replaced, the issue remained and they noticed the loop was unable to expand from the most contracted position possible. The cable was replaced again with no resolution. When the catheter was replaced again, the issue persisted. Replaced the trupulse generator and the issue resolved. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The electrode 5 and electrode 7 showed high voltage when going on ablation issue was assessed as non MDR reportable. The recurrence of the malfunction was unlikely to contribute to a death or need for medical or surgical intervention to preclude serious injury (permanent impairment to a body function, permanent damage to a body structure). The deflection issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The loop was unable to expand from the most contracted position possible was assessed as MDR reportable under both the varipulse¿ bi-directional catheter¿s.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two varipulse¿ bi-directional catheter¿s. They noticed that the catheter would only deflect towards one direction. They noticed the loop was unable to expand from the most contracted position possible. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 08-jan-2026. Following j&j medtech procedures, a visual inspection, deflection and contraction test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was not working correctly. The contraction mechanism was not stuck, the loop was found relaxed; however, the catheter did not meet the contraction specification, and waviness along the shaft was observed during the test. Due to the waviness condition, the shaft was dissected and entanglement components were observed. Afterward, the device handle was dissected, and the contraction compression coils were found slipped down from its place causing a deficient on the contraction of the loop and contributing to the waviness of the shaft and deflection issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The contraction and deflection issues reported by the customer were confirmed. The root cause for the waviness, deflection and the contraction issues are traced to manufacturing process. The instructions for use (IFU) contain the following information: ¿verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. Explanation of codes: -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: coil (g04030) and adhesive (g0405201) were selected as related to the customer¿s reported ¿deflection¿ and ¿contraction issues. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201).were selected as related to the customer¿s reported ¿deflection¿ and ¿contraction issues. In addition, biosense webster inc. Analysis finding of the ¿pu insufficient¿. -investigation findings: separation problem (c070603) / investigation conclusions: cause traced to manufacturing (d03)/ / component code: coil (g04030) were selected as related to the customer¿s reported ¿deflection¿ and ¿contraction issues. In addition, biosense webster inc. Analysis finding of the ¿entanglement of components¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).